Event description:
It was reported to resmed (B)(4) that an astral device displayed an alarm message indicating incorrect settings. The message results in an audible alarm that notifies the user of the malfunction. There was no patient harm or injury reported as a result of this incident. Reference MFR # 3004604967-2015-00044.